Event description:
It was reported that during the xact stenting procedure in the right internal carotid artery the patient experienced hypotension and was treated with neosynephrine. The patient was discharged from the hospital without any prescribed anti-hypertensive medication. The symptoms continued for more than 48 hours, but had resolved by the 1 week follow-up visit. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effect of hypotension is a known potential adverse event as listed in the xact instructions for use. Although a conclusive cause for reported patient adverse effects and relationship to the device, if any, cannot be determined, there is no indication of product quality deficiency with respect to manufacture, design or labeling.